Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving was not providing vitals to the bedside. The customer was contacted for additional information and we have not received a response back. It is unclear whether this was found at set or in the midst of monitoring a patient. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit was giving was not providing vitals to the bedside. The customer was contacted for additional information and we have not received a response back. It is unclear whether this was found at set or in the midst of monitoring a patient. No patient harm reported.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019 customer stated gas unit did not provide any vitals to the bedside monitor. Customer stated they had checked water trap, dry line and cables, all were fine. Service requested: exchange. Service performed: exchange. Investigation result: gf-201ra serial number (B)(6) was put into service on 1/30/2019. Warranty expires on 1/29/2024. Service history shows no other tickets were created for this device. The issue was reported approximately 8 weeks after device was put into service. Per operator's manual, fourth edition, there are three possible causes for measured value and waveform not to be displayed on the bsm: 1. The "gas" measurement setting is off. 2. The screen layout of the bedside monitor is set to fixed mode and the parameter settings for the unit are not set on the bedside monitor. 3. The water trap is not attached properly and/or the sampling line is not connected properly. Serial (B)(6) was evaluated by quality engineers (B)(6) at nka on 5/14/2019. The gas unit has a yellow maintenance label from the hospital, stating maintenance was performed on "1/19". Next maintenance due was "10/19". Serial (B)(6) was set up per operator's manual and booted up without errors. After warming up, device was able to monitor concentration of oxygen, carbon dioxide, nitrous oxide and anesthetic agents from a standard gas tank. When set to monitor ambient air, device displayed accurate concentration of 21% oxygen, and zero percent for the other parameters. Per operating manual, the maintenance items include: -checking items after turning the power off -cleaning and disinfecting of the unit, connection cable, and exhaust gas tube -replacing water trap every four weeks or when the "check watertrap" message appears -emptying the water trap after approximately 40 hours of use. -accuracy inspection on a yearly basis or as required the history of gas unit failures from this site shows the issue occurred at 4, 5, 8, and 12 weeks into service life. The occurrence interval coincides with regular water trap replacement schedule. Therefore, it is important to understand how and when customer perform device maintenance. ---6/4/2019 update--- (B)(6) was sent on-site to troubleshoot the issue. The following questions were answered by nk cas (B)(6): questions: 1. When did customer start replacing or emptying first water trap? 2. Are the gas units positioned at a permanent location or frequently moved? 3. If frequently moved, is the multi-link connection cable next to the grounding terminal securely seated with two screws tightened? 4. Is the ac power cord securely seated? 5. Are there any bents on the exhaust gas tube? 6. Does the bacterial filter, where the exhaust tube is connected to, conform to 0.2 micrometer pore size? 7. After the numerical data and waves stopped displaying, how did customer get the unit to function again? 8. Does the error occur on all patients or only certain patient demographics? 9. What type of medical procedure were associated with the error? 10. Are the units stored in high humidity locations? 11. Is there adequate space behind the unit for the fan to operate properly? 12. Are there any units placed vertically? If so, did customer orientate the water trap according to manual's instruction? Answers: 1. It was reported to me that the first unit failure occurred within2-3 weeks of installation, and that was the first-time water traps were changed in an attempt to resolve the failure. 2. The intention was that the units would be permanent. They only began moving units to replace an inoperable device with one from another or room. 3. 4. 5. I checked on 6 of their rooms and all of them had the connector seated and secured, power source properly seated, and there were no kinks or bends in the exhaust tubing. 6. I do not know the answer to this question. 7. When it stopped working mid-case, they used our co2 cable to provide that value. After the case was complete, they would swap to a different device. I was told sometimes the device with the error would "start working again", but I do not believe they have a sense of why that happened. In other words, I do not believe they found a set of actions that would get the device functional again. 8. It does not occur on all patients. Some cases run without issue. When asked they reported there did not seem to be a commonality in type of case, length of case, or patient demographics in the instances of failure. 9. A variety of procedures. All were general anesthesia cases. 10. The units are mounted on draeger anesthesia machines in or suites. I do not think that qualifies as high humidity. 11. Yes. The back is open to the room. 12. The units are horizontal. ---7/22/2019 update--- the investigation under (B)(4) concluded that for gf-210ra revision cb and onward with sensor unit cd-314p revision 2 (serial numbers (B)(6) to (B)(6) ) needed a firmware upgrade. Revision 2 of cd-314p utilize a new pump with a slight difference in specification. The sensor unit detects this small difference and output as gas device error. The resolution was to perform a firmware upgrade. For gf-210ra with older sensor unit cd-314p (no revision # = first revision), there was no tendency of sensor failing without cause. Of the six units analyzed, the cause of failure was due to usage of overtime. The resolution is to replace sensor as failure occurs. In summary, serial numbers (B)(6) and below has the first version of cd-314p. Serial numbers (B)(6) to (B)(6) have version 2 of the firmware. These units require firmware upgrade. Serial numbers above (B)(6) are not affected. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Please see attached DHR review form. Corrected information: f9. Approximate age of device: incorrectly calcuated g4. Date received by manufacturer: should be 03/26/2019 not 04/25/2019 as listed on MDR initial report

Event description:
The biomedical engineer reported that the multigas unit was giving was not providing vitals to the bedside. The customer was contacted for additional information and we have not received a response back. It is unclear whether this was found at set or in the midst of monitoring a patient. No patient harm reported.